Event description:
It was reported that a balloon leak occurred. The target lesion was located in the coronary artery. A 10/2.50 flextome cutting balloon was selected for use. During procedure, it was noted that the balloon was leaking. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable.